Event description:
The user facility reported a 19-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient developed an infection around their impella access site during pump support. No noted treatment was reported for the infection and support continued with the implanted pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the patient injury is patient condition. It was mentioned that there were concerns of infection in the impella site and the medical team planned to culture and determine whether there was an infection at impella site. Later on the date of reporting the concern of infection, there was no further update regarding the concern of infection and the pump continued to be in use till the end of the case and no concerns were reported that related to the pump. Hence, the root cause is patient condition. Hence, the relationship to impella is unknown. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.